Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to monitor board. During the evaluation of monitor board, the root cause was traced to a damaged shield on the pcba. Therefore, the monitor board was replaced to resolve the problem. The device was recertified and returned to the customer. The monitor baord was scrapped after the investigation. Analysis of reports of this type has not identified an increase in trend.